Manufacturer narrative:
Date of occurrence and date of (implant) surgery estimated based on the information received. The device was not available, therefore, product testing on the actual device could not be performed. Device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Iritis and stent obstruction are identified in the labeling a known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that following cataract plus trabecular micro bypass stent procedure, the patient presented with "stent adhesion" and iritis approximately three (3) months postoperatively. Additional information is being requested.

Manufacturer narrative:
MFR# reference: (B)(4).

Event description:
Following medical monitor counsel, the surgeon reported the plan to address the obstruction (stent adhesion) by re-positioning the stent. Additional information has been requested.

Manufacturer narrative:
The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. MFR# reference: (B)(4).

Event description:
Through follow-up, the following additional information was received. Reportedly, the stent in the right eye was completely obstructed by iris synechiae associated with post-op iritis which was treated with steroids (lotemax). On (B)(6) 2018, the surgeon initiated glaucoma medication (pilocarpine), and on (B)(6) 2019, the stent was subsequently removed and replaced with two stents from a trabecular micro bypass stent system. The patient prognosis was reported as ¿recovery process seems to be doing well¿ with adverse event resolved and the stents well positioned postoperatively.